Event description:
It was reported that during a stenting treatment procedure, removal difficulty occurred. A 4.50x16mm omega stent delivery system (sds) was advanced to an unspecified lesion and deployed. After deployment of the stent, the physician was unable to pull the stent delivery balloon back into the 5f non bsc guide catheter. No patient complications were reported and the patient's current condition is okay. Additional information was requested and is not available. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a stenting treatment procedure removal difficulty occurred. A 4.50x16mm omega stent delivery system (sds) was advanced to an unspecified lesion and deployed. After deployment of the stent, the physician was unable to pull the stent delivery balloon back into the 5f non bsc guide catheter. No patient complications were reported and the patient's current condition is okay. Additional information was requested and is not available. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an omega stent delivery system (sds), a non-bsc guide catheter, non-bsc y-adapter and unidentified guide wire. The y-adapter was connected to the hub of the guide catheter. The sds was returned in the lumen of the guide catheter with the guide wire in the lumen of the sds. Although the sds was in the lumen of the guide catheter inspection of the distal shaft of the sds was possible. Magnified inspection of the shaft revealed stretched sections of the outer shaft 5 mm distal and 5 mm proximal of the guide wire exit notch. There was contrast in the balloon and the inflation lumen of the sds. Negative pressure was applied with an inflation device in attempt to remove the contrast from the balloon, but this was unsuccessful. The as-received condition of the returned device - primarily the presence of dried contrast and the damage to the shaft- prevented removal of the contrast in the balloon and the separation of the sds from the guide catheter. There was no evidence of material or manufacturing deficiencies that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).